Event description:
A registered nurse (rn) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and then recommended to start over with new supplies. The patient was not connected and no patient injury or medical intervention was reported. A follow up was made via phone call. The rn stated the lot number was unknown and the supplies had been discarded. The home patient (hp) has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set)occurred during initial drain was not confirmed; however per the complaint information cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The product code is unknown therefor the 510k number is unknown.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.